Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The patient contacted lifescan (lfs) on (B) (6) 2010, alleging an "error 2" issue with her onetouch ultrasmart meter. The patient was unable/unwilling to indicate what actions she took in regards to her normal diabetes routine after the reported issue occurred. She claimed that 5 hours after the error message occurred, she developed spotty vision and was treated with insulin at the emergency room. She also stated that her blood glucose level was "325 mg/dl" at the hospital. According to the csr troubleshooting, the correct test strips and techniques were being used. The csr noted that the reported issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered a serious injury 5 hours after the "error 2" issue began and was treated with insulin at the emergency room.